Event description:
It was reported via repair work order that the footboard had an intermittent display due to a worn cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footboard had an intermittent display due internal malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the cpu was not defective. Issue was found to be due to a malfunction of an internal footboard component.